Event description:
Device abruptly stopped pacing. Patient became hypotensive. Battery switched without immediate results, however, device did begin pacing after a while. No resultant patient complications.